Manufacturer narrative:
Return requested for suspect network cross-connect cable. This part was discarded by the site and will not be returned to manufacturer for analysis. On 08/04/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, prior to the start of a spine procedure, the site noted their imaging system was not communicating with their navigation system. It was found that damage to the network cable was causing the problem. No further details regarding the damage, or how it occurred, were provided. The network cable was replaced before the imaging system and the navigation system were needed for the procedure. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.